Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that they had been hospitalized for low blood glucose level. Customer was unconscious and paramedics were called to take them to the hospital. Blood glucose level was over 60 mg/dl at time of hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer declined further troubleshooting. Advised customer to monitor device. Customer's blood glucose level was 221 mg/dl at time of reporting. Nothing further reported.